Manufacturer narrative:
Concomitant medical products: patient medications include aspirin, lisinopril and nitroglycerin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional device implanted and involved in this event: pcc141200/022500810.

Event description:
On (B)(6) 2003, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On an unknown date, follow-up imaging identified bilateral distal type I endoleaks. It was reported the right common iliac artery showed progression of aortic disease and lack of wall apposition causing the distal type I endoleak. Further, it was reported the device implanted in the left common iliac had loss wall apposition and the device had pulled into the aneurismal sac. On (B)(6) 2014, an intervention was performed was performed to treat the endoleaks. Iliac extender components were implanted bilaterally into the common iliac arteries to provide distal extension. Final angiography showed resolution of the endoleaks, and the patient tolerated the procedure.